Manufacturer narrative:
D4: UDI added. D9: selected "yes". Date returned (B)(6) 2021. H3: selected "yes". Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. Returned used devices from the reported lot number were visually inspected and a faint test line was observed on 1 of the 3 returned devices. Although, in-house examination of the returned product occurred; the observations occurred well after the 3-4 minute read window. Therefore, the findings are inconclusive. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device. No new hazard has been identified. Case details indicate the tests were read at 5 minutes. Per the packet insert, read the result at 3-4 minutes when testing urine specimen. Do not interpret results after the appropriate read time. In-house testing did not replicate the reported issue with retention product, therefore deviations in testing technique cannot be ruled out as the cause of the reported issue. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Results pending the completion of the investigation conclusion.

Event description:
The customer reported that on (B)(6) 2021, 3 false positive results occurred using the same lot of a fisher-sure-vue hcg stat serum/urine cassette and a clear urine sample. A serum pregnancy test at a lab was then performed with a negative result, method and quantitative results not provided. There was a 45-minute delay for an elective, scheduled procedure but there was no treatment given nor adverse event which occurred due to the false positive results.